Event description:
The hosp reported that during the saphenous vein harvesting procedure, toggle broke on the scissors of the harvesting cannula. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
After the procedure, the hosp discarded the product. Since the product was not returned to guidant cardiac surgery for evaluation, it will be difficult to confirm the reported problem.